Event description:
A surgeon reported a case of leaking primary incision, observed during a laser assisted cataract procedure. Reporter indicated a suture was required to close the wound, no other complications, or injury to the pt. Reporter indicated he felt the event was related to the laser as he had not made any changes to his procedure, settings, any undue pressure on the wound, or change anything with his instrumentation. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).